Event description:
It has been reported to philips the device monitor interpretation of 12 lead read incorrectly showing significant elevation/depression and "meets stemi criteria" which was not present on the manual print out.

Manufacturer narrative:
Updated conclusion code grid and evaluation results code grid to align with investigation.